Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after reconnecting to the ilet following a sensor supply gap, the user experienced hyperglycemia while using a cartridge and infusion set, and later discovered the infusion set¿s plastic needle guard had not been removed, preventing cannula insertion and insulin delivery; the user presented to the emergency department, and blood glucose decreased after the infusion set was replaced and insulin delivery resumed. Symptoms included hyperglycemia and moderate ketones. Outcomes included an emergency department visit with IV fluids only and subsequent stabilization after site change. Investigation included technical support review, site assessment, and user follow-up. Investigation of this case revealed improper infusion set preparation and insertion due to the retained needle guard, resulting in insulin underdelivery; replacing the infusion set resolved the issue, indicating user error rather than a device malfunction of the pump or cartridge. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set setup. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.